Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose ranged from 68-69 mg/dl. Customer reverted to manual injections for insulin therapy.